Event description:
Knee x-ray (ionizing radiation) caused 2 days of fatigue. Cause: gut microbiota controlling radiation-induced enteritis and intestinal regeneration https://www.cell.com/trends/endocrinology-metabolism/fulltext/s1043-2760(23)00108-x#:~:text=radiation%20causes%20 intestinal%20dysbiosis%2c%20decreases, tryptophan%20catabolites%20act%20as%20radioprotectors.